Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 600 mg/dl. The troubleshooting was performed for high blood glucose. The customer stated she had a back up plan for manual injection per her healthcare provider instruction. The customer was advised to call her doctor number to reach an after hour hotline, so they can assist her on how much insulin to take. The customer was advised if she cannot get hold of her doctor to seek medical attention to treat for her high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.